Event description:
During an in-clinic follow-up, a pocket infection was identified. The device was explanted, the pocket was cleansed, and a new device was implanted. In addition, the patient also received antibiotics to treat the infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Interrogation of the device revealed it was above elective replacement indicator (eri) when received for analysis. Based on this information, the device was revealed to communicate appropriately with a merlin programmer and has not reached eri.